Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/09/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/16/2016 with the following findings: during investigation, the pump powered on to a dim screen with missing horizontal pixel lines. Moisture corrosion was observed on the display screen inside the pump. The cover was removed to find further moisture corrosion to the display flex, the power printed circuit board, and the radio frequency module. A test display was installed and was fully functional and illuminated. Unrelated to the original complaint, a crack in the battery compartment was found below the grip pad. A leak test was performed and failed due to the battery compartment leak.